Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, h4, h6, and h10. 67 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint of "it's not sealing properly". Visual inspection was conducted and the instrument did not exhibit any conductor wire damage. The instrument was placed and driven on an in-house davinci system for functional testing, self test passed and the instrument delivered energy with no issues. Gap test passed with the .002" gauge. The electrical continuity test passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer instrument was not sealing properly and the surgeon was unable to control the bleeding. It was confirmed that the vessel sealer instrument had successfully completed a seal prior to when the reported issue occurred. During the sealing sequence thermal effect to the patient's tissue was observed and the system generated appropriate audible tones for the sealing cycle/completion of sealing. No error messages or codes were generated. The vessel sealer instrument did not encounter any obstructions between the instrument jaws. The procedure was completed utilizing a pk instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical territory associate (cta) and obtained the following additional information: the cta confirmed that the vessel sealer instrument was sealing fine for smaller vessels prior to when the insufficient sealing event occurred. The cta confirmed target tissue was less than 7mm in diameter and the vessel was not calcified. It is not known if the patient had undergone any pre-surgical chemotherapy or radiation treatments. The cta was not present during case and therefore did not know if there was much bio debris on the jaws of the instrument. The surgeon suspects vessel sealer instrument lot # m10181210 may be defective. The cta stated that the surgeon was able to control spot bleeding with the pk instrument. The patient did not require medical intervention nor a blood transfusion.